Event description:
Report received from rn that a minicap fell off from a minicap transfer set of a home pt. Pt reportedly reconnected minicap to transfer set and subsequently developed peritonitis. No further info regarding this event is known at this time.